Manufacturer narrative:
The t:slim x2 g5 user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose greater than 600 mg/dl, leading to stroke. Customer was treated with manual insulin injections and intravenous fluids. Customer was discharged on (B)(6) 2019 with the issue resolved; however, customer lost function of left side of the body. Cause for the event was unknown but customer suspected stress. Customer reported using admelog insulin in the pump cartridge. Customer is currently using manual injections for insulin therapy.